Event description:
It was reported that after insertion, the endoplege sinus catheter balloon did not inflate. The customer states that it was not a difficult insertion.

Manufacturer narrative:
Device: balloon would not inflate. Evaluation results: (B)(6) 2010-the balloon was inflated with 2.0cc of air and the balloon will not hold volume. Colored water was then introduced into the balloon and there is delamination of the distal balloon bond. Water was introduced through the pressure and infusion lumens and the water flows from where it should. The contamination guard was cut off of the device to expose the device shaft. There is a kink just distal to the strain relief and another kink in the bellows. The kinks do not affect the way the device functions. There are no other defects detected. There is a noticeable increase in the force required to insert a dry balloon through the introducer as compared to introducing a balloon that has been wetted prior to insertion. This potentially could contribute to delamination. A review of post-sterile test data demonstrates that it requires an inflation volume of 24ml. Minimum to cause balloon joint to delaminate. Root cause of the event could not be determined. No corrective action will be pursued at this time however trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.